Event description:
Healthcare professional reported higher than expected patient results using a hemochron signature elite and act plus system. Patient was receiving intravenous heparin during a pvai/aib rf ablation in the cath lab on (B)(6) 2015. The target act was expected to be 250 to 450 seconds. The first 3 act results were 406, 378 and 334 seconds and the heparin dosage was increased accordingly. The next test was aborted after 700 seconds and the end user observed that a clot had formed in the tube. Repeat testing on another signature elite yielded act results as expected for the clinical situation. No adverse events were reported. The signature elite and act system successfully passed electronic and liquid quality control testing before the procedure. Storage and handling of reagent cuvettes were consistent with product labeling. Instrument malfunction is not suspected.

Manufacturer narrative:
(B)(4). The cuvette lot number used for patient testing is j4kac052 and is referenced by itc complaint number 144986. Method: the actual device ((B)(4)) was evaluated. Process evaluation performed. There were no ncrs, anomalies or history of repair to the instrument. No current trends, or CAPA related to the cuvette lot used for testing. Reserve sample tested from the same cuvette lot (j4kac052): no failure detected. Itc has requested all data required for form 3500a.